Event description:
Reporter indicated a patient had prophylactic vns lead replacement surgery along with vns generator replacement for generator end of service. The lead was replaced due to abraded openings noted in the lead body. Diagnostics with the new 104 generator and resident lead were within normal limits, but the reporter elected to replace the lead. A new 103 generator and new lead were used to complete the surgery, as the resident lead was a dual-prong lead, and the new 104 generator was a dual-header generator. A dual-header generator is not compatible with current vns lead models. The explanted lead and both the resident generator and unused 104 generator were returned and are pending analysis. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns lead and two generators. During the lead visual analysis, abraded openings were observed on the outer silicone tubing. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded opening found on one of the inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner silicone tubes. With the exception of the abraded inner tubing openings, the condition of the returned lead portions is consistent with that which typically exists following an explant procedure. No other obvious anomalies, beyond the tubing openings, were noted. The abraded inner and outer tubing is likely due to wear. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Since a portion of the lead assembly (body) including the electrode section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the 102r generator confirmed the generator was at normal end of service, and no anomalies were identified. Analysis of the opened but unused 104 generator did not note any anomalies and the generator performed per specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.